Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having their first major problem with their current ins. The patient stated that the ins was running fine and then "all of a sudden" the stimulation raised too high and the patient could not get the stimulation back down. The patient went down to 2 because the stimulation was pinching and burning, and it felt like someone was cutting the patient open. The patient reported that they can not correct the machine, and that when the patient sits, the ins hurts them. The patient stated that they can not sleep and the ins keeps pinching them. The patient has had 3 falls and the patient stated that these falls "could be" related to the device. One fall was outside on the grass, during one fall the patient fell sideways and landed on their hip. The patient stated that with the most recent fall, they fell hard on the kitchen floor and fell on the ins. The patient noted that they fell on their spine and buttocks backwards. Patient services assisted the patient in turning the device off to see if this helped with the pinching/hurting. The patient stated that they were now sore from the pinching. The patient turned the stimulation back on, but did not note how she was feeling when she turned it back on. The patient reported that she thinks she may have been using different buttons before. No further complications were anticipated/reported.